Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2026, the dorsal plate was removed during a revision surgery on (B)(6) 2026 due to the plate backing out. The patient was partially fused, but the surgeon stated the fuse site, "felt sturdy." Additional information indicates the patient has parkinson's and was post-operatively noncompliant with crutches/ cam boot protocol. The surgeon believes parkinson's played a role in increased micromotions due to tremors. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the information provided, the most likely cause of what was reported is the patient's post-operative non-compliance and parkinson's disease. Additionally, it is possible initial placement of the plate contributed to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (b)(^) 2026, the dorsal plate was removed during a revision surgery on (B)(6) 2026 due to the plate backing out. The patient was partially fused, but the surgeon stated the fuse site, "felt sturdy." No other patient outcomes were reported as a result of this event.